Manufacturer narrative:
D10, h2, h3, h6. The reported 72202468 fast-fix 360 curved needle delivery system, used in treatment, has been returned for evaluation. The information provided states: ¿the needle tip can't bounce back after deployed t1¿. Visual assessment confirms complaint. The insertion needle is bent. The depth limiter was cut to surgeon¿s desired length. Human matter was found on device. T1 was free from delivery needs, t2 remained on delivery needle an exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: improper use of device. Per the device instructions for use under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Do not push the deployment slider twice or the second implant will deploy prematurely¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found. Mimb review. Assess severity of complaint case to determine if additional actions or inputs are required for inclusion in the medical assessment. Determine if a medical assessment will be performed based on a review of the complaint details and further input from the medical director/designee. Reviewed during mimb. A medical investigation will be performed. Proceed based on information provided or available for the investigation; if no relevant clinical information is provided, recommend closure. Approved by dr. Luca orlandini and/or j. Templeton, medical director. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: ¿patient information ¿surgical procedure/post-operative care review ¿device labeling (including technique guides, ifus, etc.) Per communication, the t1 anchor implant was secured and a backup device was used to complete the procedure. A less than thirty minute delay is being reported. In addition, no harm is anticipated as a result of the surgical time extension. CAPA m12-17 was opened to address this failure mode. No further clinical medical assessment is warranted.

Event description:
It was reported that the needle tip can't bounce back after deployed t1. There was a delay shorter than 30 minutes and the procedure was completed using a backup device. No patient harm was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.